Event description:
It was reported that an ilet user experienced an alert 38 indicating a motor stall, consistent with a failure to infuse, and the agent provided troubleshooting, education, and a full supply change, after which insulin delivery was resumed; replacement supplies were shipped and the reported blood glucose was 211 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device issue consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.